Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. Per FDA request, this MDR is being reported retrospectively. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
Post laser atherectomy, a stellarex balloon was utilized in a heavily calcified lesion of the left mid sfa. However, the balloon ruptured at 10 atm (below rbp), possibly on some residual calcium. There was no patient complications. The lesion was dilated with a high pressure balloon, then ballooned with another stellarex that performed to specifications.